Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows. D.2.b medical device type: jka. D.2.a common device name: tubes, vials, systems, serum separators, blood collection. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k213670; k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) plus blood collection tubes, an unspecified number of samples are clotting. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9. Returned to manufacturer: yes. H.3 device eval by manufacturer? Yes. D9. Device available for eval? 09-apr-2026. D.4. Unique identifier (UDI) #: (B)(4). Investigation summary: bd received 5 samples and one photo for investigation. The inspection of both displayed missing additive. This complaint has been evaluated for missing additive based on the photo and return samples provided. Complaints for sample quality are under statistical control for the month of march 2026. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for missing additive based on the return samples and photo provided. Clotting was not observed in the photo. Bd was not able to identify a root cause for the missing additive. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) plus blood collection tubes, an unspecified number of samples are clotting. No adverse impact was reported regarding the patient or user.